Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that the mixing pump had failed. User stated they would discuss repair strategies with their management. Per follow up information received on 03may2022, there was no patient involvement, and a quote was sent to customer, and they would decide if the device would be sent in for repair. Per the sample evaluation result received on 18may2022, it was reported that the circulation pump was primed to complete autofill cycle. Per the sample evaluation result received on 20oct2022, it was reported that the double bend tube to the manifold and chiller outlet l tube were expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that the mixing pump had failed. User stated they would discuss repair strategies with their management. Per follow up information received on (B)(6) 2022, there was no patient involvement, and a quote was sent to customer, and they would decide if the device would be sent in for repair. Per the sample evaluation result received on (B)(6)2022, it was reported that the circulation pump was primed to complete autofill cycle. Per the sample evaluation result received on (B)(6) 2022, it was reported that the double bend tube to the manifold and chiller outlet l tube were expanded.